Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 pro is substantially similar to the bipap a40 and will be reported in the united states under bipap a40 pro, 501k number: k121623.